Manufacturer narrative:
The force bipolar instrument was analyzed and the reported complaint of ¿scratches and cracks on blades¿ were not confirmed. However, during the visual inspection, the instrument was found to have a broken grip that was completely detached from its base exposing a broken conductor wire. The broken piece was not returned with the instrument. Components adjacent to this broken grip showed damage.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The broken piece of the force bipolar instrument was not returned when first received, however, hospital was able to send back the missing part. Failure analysis confirmed that the part received was compatible with the instrument.

Manufacturer narrative:
The force bipolar instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument had scratches and cracks on the blade. The user was completing the procedure as planned using a backup force bipolar with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical inc (isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. It was not mentioned if there was any instrument collision but there was no fragment fell into the patient and there was no patient injury. The instrument was confirmed to be cracked so the customer stopped using the instrument.